Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the white sureform 45 reload for failure analysis. The white reload was found with a dislodged knife inside the cartridge track. The dislodged knife is an expected result of a tissue too thick to continue firing failure and can be considered a component failure. Upon further inspection, the knife showed no signs of damage. Additionally, the white reload was found to have a broken pusher shuttle and cartridge damage along the inner knife track.

Manufacturer narrative:
No site visit was conducted. A return material authorization (RMA) was issued; however, the product has not been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the suspected instrument was installed 8 times and fired 8 reloads (2 green, 4 white, 1 green, 1 black, in that order). On installs 1-4, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 5 and 6, the system failed to detect the reload color, and the user manually selected the white reload in both cases. On install 5, the first clamp was successful, but was followed by a firing failure. On installs 6-8, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted lower right lobectomy procedure, the surgeon received a tissue too thick to continue message while using the sureform 45 stapler and white reload. The system instructed the surgeon to unclamp and consider changing the reload color, but because the surgeon did not manually clamp the vein beforehand, it is not something the surgeon wanted to do in an effort to avoid more bleeding. The surgeon did not encounter any hard materials between the jaws, and no buttress material was used. There were no issues before firing the stapler and there was no unplanned tissue was removed due to the stapling issue. The surgeon did not "pull" on an existing staple line and there were no holes or gaps in the staple line. It is unknown how the procedure was completed.